Manufacturer narrative:
We are reviewing information gathered. The customer has been visited by the arjo representative to perform interview and device evaluation. Additional information will be provided upon investigation conclusions.

Event description:
Mhra customer incident report was received on 2020-jan-16 by an arjo representative with the information that there was an incident with the involvement of v4 ceiling lift and disposable sling. It was reported that during patient's transfer the resident started to slip down of the sling. Caregiver, who was present during transfer, immediately lowered the patient to the ground and then securely put in a wheelchair. The customer was in a possession of two different disposable slings. However, both were disposed after the incident and it remains unknown which one was used for the transfer. Following information provided, slings were most likely non-arjo products. Patient did not sustain any injuries.

Manufacturer narrative:
On 2020-jan-16, arjo was made aware of an incident with arjo v4 ceiling lift involvement. Following information provided, during patient's transfer, from the bathroom to the wheelchair, the resident started to slip down of the sling. Caregiver, who was present during transfer, immediately lowered the patient to the ground and then securely put him in a wheelchair. Arjo v4 lift was used along with a disposable sling. The customer was in a possession of two different disposable slings which were disposed after the incident and it remains unknown which one was used for this particular transfer. However, slings were most likely non-arjo products. Patient did not sustain any injuries. Arjo qualified representative visited the customer after event to collect additional information. Lift was in overall good condition. It was only noticed that strap on the v4 lift was frayed on one side. However, strap failure could not have contributed to the reported incident. V4 lift was probably used with a disposable sling manufactured by a third party company. Claimed sling was discarded and not available for the technician¿s evaluation. Therefore sling size or serial number could not be determined. It is also unknown in what position the patient was transferred and whether there were any patient¿s unexpected movement during the transfer. V4 ceiling lift was manufactured by an arjo former manufacturer bhm medical (currently under name arjohuntleigh magog inc.). The v4 instructions for use (IFU, document number 001.14000.en rev. 6) warns that only parts designated by bhm medical should be used on products supplied by bhm medical. ¿bhm medical patient lifts are designed specifically for use with slings manufactured by bhm medical. We cannot ensure the safety of a transfer and therefore cannot be held responsible, for any incident that may occur as a result of the use of slings and accessories produced by other manufacturer.¿ third-party company sling was not authorized for use with v4 ceiling lift. The customer did not provide any further details regarding the event circumstances, therefore it is unknown why the patient fell from the sling. However, according to customer statement ¿they had been using two different disposable slings. These slings were of different sizes and had been washed many times¿. To sum up, most probably using a non-authorized sling in combination with its wear after washing might have contributed to the outcome of the reported event, which corresponds to the statement provided by the facility ¿ slipped out of sling due to an use error. The v4 ceiling lift in combination with a disposable sling was used as a system for transferring the resident and played a role in the reported event. There were no abnormalities found within the lift that could have caused to the alleged incident, however the patient started to slip out of sling and from that perspective system did not work as intended. Despite no injury was sustained, the complaint was decided to be reportable in abundance of caution due to an indication of a patient slipping out of the sling. This situation could lead to a serious injury upon reoccurrence.